Event description:
It was reported that during the procedure the helix jumped out of the lead without operator input. The lead was replaced with a passive lead. No patient complications have been reported as a result of this event.